Event description:
While attempting to place right radial arterial line, the catheter malfunctioned. The guide wire broke while in the patient's wrist. The wire became uncoiled and it could not be completely pulled out of the patient. Ultrasound and x-rays were obtained of wrist, and wire was not in any vascular structure. Plastic surgery was consulted to remove excess wire.